Event description:
Uf/importer report # (B)(4). User facility medwatch report received that states "post angioplasty, and during deployment of perclose¿ prostyle¿ suture-mediated closure and repair system, the device got stuck in the patient's femoral artery, and the md was not able to remove it. Vascular surgeon was consulted, and the patient taken to or arteriotomy and corrective common femoral artery surgery. The device was successfully retrieved in its entirety and is now in the possession of cath lab for further evaluation by the malfunction. The patient was discharged home in a stable condition." Follow up with the account provided additional information: it was reported that the sheath size was 6f prior to prostyle device insertion. Despite no difficulty inserting the device into to the mildly calcified vessel, the device got stuck. It was removed as a single unit during the surgical intervention. Tissue damage was noted on removal of the device; however, no treatment for the tissue damage was required. Due to the surgical intervention, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: uf/importer report # (B)(4).

Event description:
Analysis of the returned prostyle device found a guide break. Additionally two explanted entangled starclose devices were returned in the same bag with the prostyle. Follow up with the account confirmed the guide break did not occur during the procedure. Additionally the account reported that the only way the starclose devices were returned with the prostyle is if they were present from prior close [previously implanted]. There was biological material noted around them. One of the struts on both clips were broken. No other damages were noted to the clips. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely a needle and or suture of the device entangled with one or both previously implanted starclose clips. The additional break, deformation, material tear and failure to fire are all symptoms of the entrapment and surgical removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.